Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the ventilation, the device was showing error code 5507 on multiple occasions. No harm to the patient was reported.

Manufacturer narrative:
Follow-up 1: device evaluation. Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Upon review of the logfiles, the respective tf 5507 occurred (B)(6) 2025. The event is considered reportable as if such event were to recur during ventilation, the therapy might be affected and therefore a potential deterioration in the patient' s state of health cannot be excluded. The service technician conducted troubleshooting and identified the root cause as a defective sensor board. Consequently, the defective sensor board was replaced. After the replacement, the device worked as intended.